Event description:
It was reported that during a regular follow up visit, the device could not be interrogated and there was no pacing output noticed on the ECG. The device was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event, and the patient status was reported to be ok following the replacement procedure.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: preliminary analysis confirmed the reported no output and no telemetry conditions. Further testing noted a high current drain condition and a depleted battery voltage. However, continuing analysis found that the device functioned normally, and none of the initial conditions were observed. All attempts to reproduce the conditions in the device were unsuccessful. Therefore, no root cause for the high current drain could be determined.